Event description:
On 7/18/96 an aus device was implanted. On 1/13/92 and 6/15/92 the cuff was revised. On 11/25/96 the entire device was removed from the pt and replaced due to malfunction - pump failure or blockage.